Event description:
Initial sodium result of 143 mmol/l, chloride 100 mmol/l was rerun on the same sample and recovered sodium 160 mmol/l and chloride 138 mmol/l. Incorrect results were not used to provide pt treatment. Field service rep found the sample probe was obstructed and misaligned. The sample probe was cleaned and adjusted, performance check testing and qc materials recovered within stated ranges.